Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l74408), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on unknown date, it was observed that the anchor came off the inserter on the micro qa+ #3/0 eth v-4 device as the surgeon put it close to the burr hole before touching the bone. The surgery was completed without any surgical delay. There was no harm to the patient. The device was brand new and the first use at the surgery. No additional information was provided.